Event description:
It was reported that the intravascular shunt, "the lump of the adhesive on the shaft where the tether was attached was too large that it was very difficult to perform an anastomosis."

Manufacturer narrative:
The event is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: the device was not retained by the hospital and a product evaluation could not be performed. Due to and increase in complaint trends, the defect was confirmed, and a manufacturing defect was confirmed. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action have been open and are currently under investigation. A product recall has been initiated. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings a product recall has been initiated due to these complaints. The lot history was reviewed, and there were no related ncrs. From july 01, 2011 to july 29, 2013, the complaint trend was found to be out of control. Trends will continue to be monitored through edwards¿s quality systems.